Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: rod does not hold. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The part is assembled correctly and there are no missing parts. Functional requirements were met prior to leaving the facility. The instrument conformed to dimensional specifications at the time of manufacturing and passed all required functional testing at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of synthes device history records revealed that instrumedical technologies manufactured the rod introducer, part number 03.616.048, lot number 6732351. Po 1298254, dated 11/11/2011 for 30 parts, was inspected to the synthes incoming final inspection sheet number ns037319 revision f on 11/14/2011. The parts conformed to all requirements. The certificate of compliance (c of c) was dated 11/1/2011. 30 parts were released to the warehouse on 11/17/2011. Stock eval 1410 was opened post inspection on this lot and documented failed parts for this lot on ncr us1054116 and us1066993. The dimensions that were out of specification made it difficult to insert and articulate the rod. This could have contributed to the product not holding in the field. The performed investigation showed that the rod coupling of the instrument was deformed as a result of external forces. Due to this damage the rod can not be locked appropriate. A possible cause, which was leading to this damage, is the influence of high forces during the insertion of the rod. No product fault could be detected.